Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. Visual inspection of the leads did not identify any anomalies. Both leads were functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 1627487-2019-13154 & 1627487-2019-13155. It was reported that the patient experienced ineffective therapy. As a result, the system was explanted.